Event description:
Customer called to report that they were treated in the hosp for low bg. Prior to treatment customer had a candy and bolused for candy and then went to bed. Customer left hospital after bg became normal.